Event description:
Customer reports a blood glucose result of 0 on the aviva system (result outside meter reading range of 10-600 mg/dl). No low blood symptoms reported with these results. No action was taken based on device results. The customer did not provide the location where the discrepant result was obtained. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.